Manufacturer narrative:
This follow-up MDR is created to document the returned device and the evaluation. A pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a partial separation in both cylinder apex. Testing revealed these to not be sites of leakage. Microscopic examination of the surfaces revealed them to be smooth and non-striated, indicating stress was exerted. Partial separations within abrasion were noted on the exhaust tube of cylinder 1. Testing revealed these are not sites of leakage. Abrasion was also noted on all tubes of the pump. Examination of the returned components concluded that while in-vivo both the exhaust tubes and inlet tube of the pump positioned themselves in such a way to overlap and abrade against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to result in the partial separation of the cylinder apex. Because this device was implanted infra-pubic, a known point of stress is the apex of the cylinders. However, leakage was not confirmed at either apex so quality cannot confirm the reported complaint. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, prosthesis does not inflate, auto inflation.